Manufacturer narrative:
The device has been received however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image. The event occurred during preparation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the reported image failure. However, a defective device cable was found. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The device was shipped in accordance with the specifications. A definitive root cause for the reported device problem was not established. However, it is probable that the video function was not working because of the defective cable. Olympus will continue to monitor field performance for this device.